Event description:
The customer reported high blood glucose. Customer stated that infusion sets were leaking and had high blood glucose. Customer recent blood glucose was 52 mg/dl. Customer took juice to treat low blood glucose. At the time of the incident the blood glucose was 580 mg/dl and customer treated with injection. Customer declined to troubleshoot for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).